Event description:
It was reported that during the first firing of the device, the introducer went through the pt's skin, the surgeons' glove and into the surgeon's fingers on his left hand. The pt received a small perforation on the outer abdominal wall from the introducer, but no additional consequence was reported. The procedure was completed with a competitor's device.